Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected date: d9. The device was returned to olympus for inspection; however, the reported failure ¿ front panel lights turning off ¿ could not be confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that all lamps except the power supply of the high flow insufflation unit turned off and an alarm occurred. The issue occurred during the therapeutic procedure. It was resolved by restarting on the spot and has not been reoccurring. Procedure was completed with the same device. There was no report of patient harm.